Event description:
It was reported that the atrial lead showed noise oversensing. Technical services (ts) recommended to perform provocative maneuvers and tests and investigate about any trauma or fall. The device remains in service. No adverse patient effects were reported.